Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a plastic piece was missing from the ring around the reservoir compartment. The reservoir could not lock into place. Customer's blood glucose level was 25 mmol/l. The customer treated their blood glucose with the insulin pump. The reservoir came out at night and caused the customer's high blood glucose. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.